Event description:
Customer reports that the pt presents with chronic debilitating pain with fever and chills following an inguinal hernia repair with mesh implant. The pt was prescribed antibiotics and pain medication. A CT-scan revealed a fluid collection at the level of the iliac vessels. The fluid was aspitated under CT guidance. The fluid collection is opined to be a spermatocoel. The surgeon reports no causal relationship between the pt events and the device.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500 form will be submitted accordingly.